Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent malfunction identified. Some signs of use and bone debris on the external threads. Functional testing was performed and the mount was normally disengaged from the implant. Patient had (moderate density) type ii bone. The reported device was being placed on tooth # 30 when the incident occurred. X-ray or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the fixture mount could not be removed from the implant. The reported complaint could not be confirmed. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ /k101880.

Event description:
It was reported that the fixture mount could not be removed in the mouth and the implant backed out. Sterility was lost while trying to remove the fixture mount. New implant placed.